Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type catheter.

Event description:
Information was received regarding a patient who was receiving 50mcg/ml hydromorphone at 22mg/day, 50mcg hydromorphone at 2.4mg/day, and 1.5mg/ml bupivacaine at 0.66mg/day via an implantable infusion pump for spinal pain. It was reported that a catheter event occurred. During a pump replacement procedure it was found that the catheter was tangled and twisted. The twisted section was removed and was about 48cm and a new section of 9cm catheter was added from an 8784 kit. No symptoms were reported. The catheter was found to be twisted during normal pump replacement. Original lengths was pump 27.9 cm and spinal 62 .9 cm. 48 cm was removed and 9 cm added, new total of ~51.8 cm. It was reported it was a normal pump replacement, however the pump was implanted in 2015, so it wasn't obvious why they replaced the pump. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.